Manufacturer narrative:
Dräger was not involved in examination or repair measures but contacted the user facility to obtain further information. The only additional detail provided was that the hospital's biomed established a causal connection to a malfunction of the power supply. It was not disclosed which findings this was based on. A reboot is the specified behavior to remove deviations in e.g. The software processing; all running processes are reset to a controlled state. During the reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings if the deviation could be removed successfully. In the particular case the deviation could obviously not "repaired" by the controlled reset - repeated reboots are an indication that the issue is rather related to hardware malfunctions than to software processes. There are multiple reasons imaginable; a differentiation is not possible due to lack of information. Without log file access or the possibility to check the hardware dräger can neither confirm nor deny the assumption made by the user facility. A reliable conclusion about the exact root cause cannot be drawn.

Event description:
It was reported that the device performed restarts during use. The operators replaced the device in a controlled maneuver. No injury or serious impairment of health of the patient have been reported.